Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings: during investigation, there were no unexplained time gain/loss observed in the black box. A manual time/date change was observed. There were no errors, alarms or warnings during investigation. The pump passed a time test. The pump was able to maintain a time/date with 03 second accuracy after 5 days duration test. The original complaint was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. This complaint is being reported because the reported issue could lead to incorrect amount of insulin being delivered. There was no indication that the product caused or contributed to an adverse event.